Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that he was putting on a new back and notice the seat frame is cracked.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken/cracked tubing. Seat rails cracked behind backrest mounting holes on both sides. Product received expanded evaluation. The expanded evaluation report states: conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the crack in the frame tubing.

Event description:
Dealer states that he was putting on a new back and notice the seat frame is cracked.